Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test with the contour next one meter and obtained a reading of 170 mg/dl at 1:06 a.m. The meter did not automatically mark the reading as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter with serial # (B)(6) for evaluation. No test strips or control solution were returned. Therefore, an in-house testing was performed with the returned meter, in-house contour next test strips and in-house contour next control solution from lot # 3bv2g18, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control results.